Event description:
Patient's head positioned in MRI neuro headrest (doro fixation device) with pins, immediately after positioning the head slipped and a pin caused a laceration adjacent to one of the pin sites.